Event description:
It was reported that during routine testing of the device at the service center, the blue wire to centrifugal drive motor was broken. This was discovered by the investigator after decontamination. This blue wire to centrifugal drive motor was broken. This was discovered by the investigator after decontamination. This blue wire is a sensor wire for the motor and is essential to its function. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the investigator. The blue sensor wire from the motor in the centrifugal drive motor has been served. The device will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.